Event description:
The hosp reported that upon removal of the bad and gallbladder, the gallbladder burst and the bile started to quickly leak from the bottom of the bag which should be impervious. The bile had to be irrigated out of the pt's abdomen prolonging the case. The product was immediately thrown away because the pt was (B)(6).

Manufacturer narrative:
Deroyal: the supplier was made aware of the issue for further investigation. Investigation into the root cause is in process.